Manufacturer narrative:
A review of the manufacturing documentation for the two leads sc-2218-50 (serial number: (B)(4) and (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that after a permanent implant procedure, the patient began experiencing weakness on the left leg. The patient was admitted to the hospital the same day and given medication. The patient was discharged the next day. The event was considered to be resolving and was reported as related to the procedure but not related to the device system.

Event description:
A report was received that after a permanent implant procedure, the patient began experiencing weakness on the left leg. The patient was admitted to the hospital the same day and given medication. The patient was discharged the next day. The event was considered to be resolving and was reported as related to the procedure but not related to the device system.

Manufacturer narrative:
Additional information was received that the patient experienced worsening of weakness symptoms and a MRI confirmed the worsening of spinal stenosis from a previous MRI reading. The physician believes the patient's worsening stenosis combined with the rigidity of the leads caused the event. The physician assessed the event as being related to the study device system (i.e. Device hardware), but not related to stimulation. Additional suspect medical device components involved in the event: model: sc-2218-50, serial/lot: (B)(4), description: linear st lead kit 50 cm; model: sc-2218-50, serial/lot: (B)(4), description: linear st lead kit 50 cm.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after a permanent implant procedure, the patient began experiencing weakness on the left leg. The patient was admitted to the hospital the same day and given medication. The patient was discharged the next day. The event was considered to be resolving and was reported as related to the procedure but not related to the device system.

Event description:
A report was received that after a permanent implant procedure, the patient began experiencing weakness on the left leg. The patient was admitted to the hospital the same day and given medication. The patient was discharged the next day. The event was considered to be resolving and was reported as related to the procedure but not related to the device system.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The ipg was explanted because of new leg pain caused from the ipg implant procedure. After the ipg was removed, the patient did not notice a difference.

Manufacturer narrative:
Additional information was received that the system was explanted on (B)(6) 2019.

Event description:
A report was received that after a permanent implant procedure, the patient began experiencing weakness on the left leg. The patient was admitted to the hospital the same day and given medication. The patient was discharged the next day. The event was considered to be resolving and was reported as related to the procedure but not related to the device system.